Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn't undergo confirmation test." On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems conditions: depression"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and weight fluctuation ("weight gain 1 loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, migraine, allergy to metals, fatigue and weight fluctuation outcome was unknown. The reporter considered allergy to metals, depression, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: two coils were noted to be extending from the right ostium and three coil son the left ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received: case become incident previously added injury nos was replaced with pelvic pain and new event vaginal pain, menorrhagia, vaginal bleeding, depression, migraines,nickel allergy, fatigue, weight fluctuation, device monitoring procedure not performed were added. Reporter was added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 626284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t undergo confirmation test.". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems conditions: depression"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue") and weight fluctuation ("weight gain 1 loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression, migraine, allergy to metals, fatigue and weight fluctuation outcome was unknown. The reporter considered allergy to metals, depression, fatigue, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: two coils were noted to be extending from the right ostium and three coil son the left ostium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.